Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (h10d07013) and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) identified in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous consumer report with supplemental information by a nurse of made mistake/touch contamination and peritonitis with (B)(6) in a (B)(6) female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported that the patient experienced peritonitis. Upon a follow up call, the nurse reported the following: on an unreported date in 2011, the patient made mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment was not reported. At the time of this report, the patient was recovering. It was not reported what action was taken with dianeal therapy. The nurse reported that the peritonitis with (B)(6) was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the event of made mistake/touch contamination. This is report 1 of 2 involved in this peritonitis event.